Manufacturer narrative:
The explanted equipment was discarded by the medical facility and will not be returned for evaluation.

Event description:
Shortly after a revision procedure, the pt reported pain in the left arm. The physician decided to explant the system. After explant surgery, the pt reported pain, numbness and limited mobility in left arm. It was discovered that the pt had an abscess hematoma.